Event description:
It was reported by service report that the brakes would not engage, and the unit would not disengage from steer mode. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.